Manufacturer narrative:
Date of report : 23jul2019, date rec¿d by MFR :19jun2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 2031642-2019-03644 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported touchscreen failure there was no patient involvement.